Event description:
A malfunction alarm, coded as malf 9, was reported without any notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if any further issues arose.